Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(6).

Event description:
An event involving a cadd pump reported that the pump was not infusing the proper amount. This may lead to inaccurate therapy. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D4 - primary UDI number, d7a, h3, h4, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.